Event description:
A report was received that the patients battery was getting warm. It was noted that the battery shifted and working its way out of the skin. Skin breakage was confirmed. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was stable postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients battery was getting warm. It was noted that the battery shifted and working its way out of the skin. Skin breakage was confirmed. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was stable postoperatively.